Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl and was 600 mg/dl at the time of call, which was treated with manual injection. Customer had symptoms of shakiness. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that cannula was bent all the way. Customer declined further troubleshooting due to finding reason for high blood glucose. Customer was advised to change infusion set.